Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer report that it was missing a rubber component of the cap. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a missing stopper of the cap. According to the customer's verbatim report, while checking the product before use, the hcp confirmed that there was no rubber component of the cap.¿

Manufacturer narrative:
Investigation summary: "material #: 367528 lot/batch #: 1293943 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."